Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked at adapter tubing junction. The patient was admitted to the hospital due to a pelvic mass and required an MRI pelvic scan. After injecting the indwelling needle, the radiology department nurse found that after unscrewing the heparin cap, blood continued to flow out of the interface, causing the patient to bleed unexpectedly. The nurse immediately replaced the indwelling needle. And report the situation to the equipment department.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3353670. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.